Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was black, and the unit was unable to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was black, and the unit was unable to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the screen was black, and the unit was unable to power on. A field service engineer (fse) collaborated with pharmacy staff to troubleshoot the issue. After checking all connections, it was found that the controller boards on drawers needed to be replaced. The station was rebooted, and the drawers were reconfigured. The fse also cleaned underneath the cubie pockets on drawers, then rebooted the station again. The customer was asked to test the drawers, and the test was successful. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6) hospital.